Event description:
Customer reported the IV set male luer disconnected from luer locking cannula female luer during IV fluids infusion. The patient was in a chair and blood was noted to be dripping onto the floor. The syringe pump tubing was found in the bed and the luer locking cannula was still connected to the split septum connector. The IV was flushed and the infusion continued with no problems. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.